Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose levels and signs of diabetic ketoacidosis. The customer had moderate ketones, shortness of breath and heart palpitations. The customer also stated that insulin was leaking from the reservoir. The customer stated that she should go to the emergency room, but she will not go at this time. Advised the customer to return the reservoirs in question for analysis. Nothing further was reported.